Event description:
Event description guidant received information that the patient with this lead presented to the clinic. An evaluation of the system noted inappropriate pacing inhbition and noise on the stored electrograms.